Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report incomplete coaptation it was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (mr) with a grade of 4. Posterior prolapse, flail, restricted posterior leaflet was noted on the anatomy. One clip was successfully implanted, reducing mr to a grade of <1. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed and it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage and mr increasing. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the increase in mr, and the reported unspecified tissue injury (no treatment) associated with the posterior leaflet tear, were due to the slda. The reported incomplete coaptation (periprocedure) associated with the slda was due to challenging patient anatomy (posterior leaflet prolapse, leaflet flail, and restricted posterior leaflet) in conjunction with procedural circumstances (very difficult visualization). The reported image resolution poor was associated with difficult visualization due to equipment limitations. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.